Event description:
The customer reported a patient with a falsely elevated architect anti-hbs result when running on the architect i2000sr analyzer. The initial anti-hbs result was 1.0 miu/ml, and the repeat was 13.0 miu/ml. The customer was questioning the falsely elevated anti-hbs result when repeated. The anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. To calculate specificity and sensitivity specimens with result values of = 10.00 miu/ml were considered reactive and specimens with result values of < 10.00 miu/ml were considered nonreactive. Other testing provided was architect hbsag results for the patient. The initial result was 313.0 iu/ml and repeat result was 100.0 iu/ml. No neutralizing confirmatory testing was completed. The customer was not alleging any discrepancy against the architect hbsag assay. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect anti-hbs results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any related trends regarding the lot number and complaint issue. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. A review of the device history record did not identify any non-conformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect anti-hbs reagent lot 32052fn01.d4 - lot no: initial: unknown / new: 32052fn01